Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter ac t diff analyzer was giving high red blood cell (rbc) and platelet backgrounds. Customer reported that the unit was leaking onto the counter. Customer reported that about 5 cubic centimeter of liquid leaked onto the counter. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the rbc aperture was leaking. The fse bleached the apertures. The fse also replaced the diluent and lyse check valves and validated the system.

Manufacturer narrative:
(B)(4).